Event description:
The patient reported their back2life device was not working any longer for their back pain. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).